Manufacturer narrative:
Initial.

Event description:
It was reported that a user new to the ilet experienced post-meal hyperglycemia up to 275 mg/dl after a dinner containing rice, followed by an overnight hypoglycemia reported at 56 mg/dl, and had announced the same ¿usual¿ meal twice while attempting to correct the high. No adverse clinical symptoms associated with hyperglycemia and a low glucose event with an urgent low soon alert reported. Outcomes included the need for oral glucose to treat the low without hospitalization. Investigation included review of uploaded data and the bionic report, user education on meal announcements, and guidance on avoiding overtreatment of lows. Investigation of this case revealed inappropriate use of meal announcements as a corrective action, which interfered with automated corrections and contributed to delayed hypoglycemia. It was concluded, based on previously established findings for similar reports, that user technique and use error related to meal announcement behavior caused the reported glucose fluctuations.